Event description:
It was reported that the the patient was awakened from sleep with the power module alarming. The patient switched to battery power without incident. During routine maintenance at the patient's home, the event was reported to the technician. The patient was issued a second power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module alarming abnormally was unable to be confirmed. The heartmate power module (s/n: (B)(6)) was stated to be returning for evaluation; however, no tracking information was able to be provided. If the power module is received at a later date, the complaint will be reopened. Per the provided information, the patient was awakened from sleep due to the power module alarming. The patient switched to batteries without incident. It was stated that a replacement power module was provided, and a service tech removed the affected unit. The power module alarm was unknown. No photos, log files, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.